Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced pain of the pocket and redness of the pocket was found. Therefore, the pocket infection was suspected. The implantable cardioverter defibrillator (ICD) explanted. No further patient complications have been reported as a result of this event.